Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The remote field service engineer (rse) communicated with the customer and confirmed that the geometry movement of c-arm and table was not possible. Upon some fault-finding and system checks it was confirmed that the issue was due to tripped dip switch. As a resolution dip switch settings were restored. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It was reported to philips that the system geometry and table were not able to move. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that a dip switch had been changed. The fse returned the switch to correct settings and the device was returned to use in good working order.